Event description:
It was reported that the balloon ruptured. The target lesion was severely calcified and located in the arteria carotis interna. During dilation of the lesion, a 3.25 x 15 emerge burst at 12 atm. The device burst during the first inflation attempt, however the lumen was sufficient for further treatment. The device and all fragments were pulled from the body with no complications. No damage to the vessel occurred and the procedure was successfully completed with another of the same device. No patient complication reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was blood and contrast in the hub, inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. At the distal end of the proximal markerband for a length of 7mm, there was a longitudinal tear to the balloon. Product analysis confirmed the reported burst, as the device was found to have a longitudinal tear to the balloon. Analysis could not confirm the reported separation as there was no separation to the device.

Event description:
It was reported that the balloon ruptured. The target lesion was severely calcified and located in the arteria carotis interna. During dilation of the lesion, a 3.25 x 15 emerge burst at 12 atm. The device burst during the first inflation attempt, however the lumen was sufficient for further treatment. The device and all fragments were pulled from the body with no complications. No damage to the vessel occurred and the procedure was successfully completed with another of the same device. No patient complication reported.